Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette without an alarm. This occurred during and unspecified phase of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient in ending the therapy session and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.